Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burn wounds on back under te pads. There is no indication the patient received a treatment. There is no indication that the patient received medical intervention. Outcome of the burn is unknown.